Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. Gtin of device is not available since catalog number is unknown.

Event description:
It was reported that the l hook sparked during surgery.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. The reported failure mode will be monitored for future reoccurrence. Probable root cause: poor autoclave reliability, contact forces, use error. Manufacture date is not known.

Event description:
It was reported that the l hook sparked during surgery.